Event description:
It was reported that the customer's insulin pump died. The customer's blood glucose was 263 mg/dl. The customer stated that she received a battery out alarm as well as a battery failed notification. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.